Event description:
It was reported that during a tlif procedure, the spacer fractured upon implantation. The graft fracture occurred while being tamped into the disc space. It was explanted and replaced with a 1mm smaller spacer implant. The patient received another graft and the surgery was continued successfully. There were no patient complications reported with this event.

Manufacturer narrative:
Additional information: product was returned. Macroscopic and optical inspection revealed a fracture just past the ¿nose¿ of the implant, with a portion of the implant broken off and not returned for analysis. Suggesting impact with hard material during insertion, which is consistent with incomplete distraction or disc space preparation prior to cage insertion the above observations are consistent with overload during insertion.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.